Event description:
Boston scientific crm received info that this left ventricular (lv) lead may have migrated. The lv lead exhibited high threshold measurements. A revision procedure was performed and due to subclavian occlusion, an epicardial lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.